Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. A download was attempted, but was unsuccess- ful. The patient's heart rate was approximately 61 bpm, however, the device would not respond to a magnet with asynchronous pacing. The device was replaced.